Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory torn intraoperatively. The procedure was completed with no reported injury.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is not axially aligned with the tip cover and measure 0.0975" in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. There were no missing pieces.

Event description:
Refer to h11 for follow-up information.